Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during rewind and prime no insulin came out from the tubing and they experienced high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of the incident. The customer¿s current blood glucose was 349 mg/dl. The customer also experienced high blood glucose of 504 mg/dl. The customer had treated with injections. Customer alleged insulin pump was under delivering. They were assisted with performing the displacement test and the device passed. However, they performed another prime but insulin did not exit the tubing. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.